Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient felt like their leaks were worse and since one side was only working they did not feel like they were doing as well. The patient reported they were not feeling stimulation on the right side and that they had a bad night the night before the report. The patient switched to the left side. On (B)(6) 2017 the patient reported they had a bad night the night before and was up all night. The patient reported they didn¿t feel good and stated like they had to void but couldn¿t go. No further complications were reported.